Event description:
It was reported that during a cardiac ablation procedure, when radiofrequency ablation was delivered close to the ventricular apex and near intracardiac leads, ventricular fibrillation was induced. A defibrillation shock was delivered and the rhythm returned to sinus rhythm. It was further reported that the implantable cardioverter defibrillator generator became damaged, due to the interference. The ICD went into safety mode, noise was observed on the ventricular electrogram, and impedance was reported as greater than 3000 ohms. The procedure was finished, and the physician noted that the patient needed a new ICD generator implant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.